Event description:
It was reported that during a cryo ablation procedure, after the sheath was inserted into the vein, there was an unexpectedly large amount of air aspirated from the patient. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0010946233 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The steering mechanism and deflection test was performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 psig showed the pressure decay in the device was lower than 0.3 psig. The flushing test with 6 psig showed the pressure decay in the device was lower than 0.2 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was lower than 0.2 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent iss ue. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced and the sheath passed the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.